Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: we have had an issue with some 16 gauge venflons. The valve in the injection port pushes forward and allows blood to flow out.

Manufacturer narrative:
H6: investigation summary: one photo was received by our quality team for evaluation. Upon visual inspection of the photo, it was observed that the valve had moved. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue that is related to the eto sterilization. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: we have had an issue with some 16 gauge venflons. The valve in the injection port pushes forward and allows blood to flow out.